Manufacturer narrative:
Complete event site name: (B)(6) hospital. Event site postal code: (B)(6). The device was not returned and could not be evaluated. It was discarded by the user. We are unable to confirm the reported event. If new information becomes available, a supplemental report will be submitted. Complaint record ID # (B)(4).

Event description:
It was reported that during insertion of the intra-aortic balloon (iab), the customer struggled to insert the guidewire through the iab. The customer then tried to transduce the central lumen, but discovered that it was clotted and there was no arterial pressure displayed. The arterial pressure was then input from the radial line. There was no patient harm or adverse event reported.

Manufacturer narrative:
The device has not been returned to the manufacturer so we are unable to complete an evaluation. Reference complaint #(B)(4).

Event description:
N/a.